Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110. During the procedure, the physician noted the penumbra system aspiration pump max 110 was producing a burning smell. The penumbra system aspiration pump max 110 was turned off and a new penumbra system aspiration pump max 110 was used.

Manufacturer narrative:
Result: there was no visual damage to the exterior of the pump. Conclusion: the compliant has been evaluated. The complaint indicates that there was a smell coming from the pump during the procedure. Evaluation of the returned product could not confirm the complaint after running the pump for 30 minutes without issue. The pump was fully functional. The cause of this compliant cannot be determined. No issue was found. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.